Event description:
The pt implanted with this implantable cardioverter defibrillator (ICD) reported not feeling well, and experienced a pain in the back. An episode from that day revealed the device attempted to deliver a 31 j shock; and a shorted lead message was recorded. Interrogation then revealed low and out of range atrial impedance and increased atrial thresholds. Low and out of range pace/sense and shock impedance, increased ventricular thresholds, and noise on the pace/sense channel resulting in pacing inhibition was also observed. The pt is pacer dependent; however, the pt did not become syncopal. The device has been explanted and the rate/sense portion of the defibrillation lead was capped. A competitive rate/sense lead was implanted in the right ventricle. The device has been returned for analysis.